Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to sue a hawkone to treat the superficial femoral artery (sfa). The IFU was followed with no issues reported. It was reported that the cutter got stuck and could not be advanced. No patient injury was reported. The procedure was completed using another device.

Manufacturer narrative:
Product analysis: the hawkone was returned connected to a cutter driver. No other ancillary devices were included. A patient ID sticker was attached to the box. The hawkone was removed from the box and inspected. Traces of biological debris was observed within the distal assembly housing. The cutter was located retracted back in the cutter window. The cutter was positioned with the cutter head at the distal rim of the cutter window. The torque shaft was bent at an approximate 45 degree angle beneath the strain relief. The cutter driver was powered on and the thumb switch was advanced. The cutter advanced within the housing with no resistance. The cutter completed a packing stroke & the cutter moved approximately 2.5cm distal to the cutter window, as expected. If information is provided in the future, a supplemental report will be issued.